Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the front left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device was kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed imaging window was detached near the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath assembly was kinked, an imaging core windup with a coiled drive cable and the imaging window was detached near the lap joint section and was not returned for analysis. Based on the evidence, the as reported code of catheter kinked is confirmed.